Event description:
Baxter intravia container 150 ml IV bag filled with ifosfamide -737mg-/mesna -143mg- in d51/2ns total volume 63 ml was given over 1 hr. After infusion nurse pulled spike out of bag and the port ripped from the IV bag. The spike should come out of the bag without the port breaking off. The danger in this incident is that the ingredients of the bag are cytotoxic material and exposure should be minimized.